Event description:
Old pacemaker had to be explanted due to old scar tissue formations that caused erosion of skin scar tissue most likely due to original implantation techniques and previous multiple procedures. No apparent problems with the explanted paces.